Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with associated fault ID, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.